Event description:
Adverse event(s): no patient injury (no known impact or consequence to patient) product problem(s): a system message displayed. System rebooted (device displays error message). The facility biomedical engineer reported, a system message displayed when attempting to connect the fragmatome handpiece. The system was rebooted and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).